Event description:
It was reported that the customer dropped the pump while playing basketball. The touch screen is now unresponsive and has vertical lines displayed on it. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.